Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported at a previous follow up, high pacing threshold was observed. At the most recent follow up, loss of capture was observed on the right ventricular (rv) channel. The patient reported thoracic pain when the physician tried to perform a pacing threshold test. A computerized tomography (CT) scan was performed and a rv lead perforation was suspected. The patient was admitted into the hospital to be monitored. The brady and tachy therapies were programmed to off. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced successfully. The brady and tachy therapies were programmed on. No additional adverse patient effects were reported.